Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure, this right atrial (ra) lead was dislodged while the right ventricular (rv) lead was being replaced. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the laboratory did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.